Event description:
The customer reported that the system would not raise or lower and would not produce fluoroscopic x-ray. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed a phone investigation and recommended the customer reboot the system. The service rep replaced the system was tested and found to be working as intended and put back in service.